Event description:
The customer received blood glucose readings of 516 and 256mg/dl on the contour next link, re-tested on a different meter and the reading was 119mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant no adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips and meter were sent to the customer.